Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that due to a device issue the procedure was cancelled. During a procedure an backpatch was selected for use. When the patient was removed from the procedure table there was no tracking of the catheter on the rhythmia system. The rhythmia mapping specialist (rms) rebooted the workstation and signal station which did not resolve the issue. Replacing the cable and the catheter also did not resolve the issue. Therefore the ablation portion of the procedure was cancelled and the physician proceeded to implant the cardiac resynchronization therapy device in the patient successfully without any patient complications. Additional information revealed that after the case the rms replaced the backpatch and the problem was resolved.